Event description:
It was reported that the patient was concerned that the battery was close to needing replacement after a year. The patient¿s battery voltage was at 2.88 and he inquired about a possible short, thus draining the battery. He indicated that therapy was good, but occasionally he had a sharp pain on top of the implantable neurostimulator (ins). This ins was also protruding more than the patient¿s first one. He also had headaches along the trail of the lead wire. It had been like that for a while. The patient¿s depletion concerns were not validated either way yet. There was no intervention or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Follow-up from the patient reported that he still had concerns with his device or therapy, but had not sought further help.